Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported death. No lot release records were reviewed, as the product lot number was not provided.

Event description:
The wife reported that the patient died on (B)(6) 2019 due to an accidental drowning. She did not have any idea of the events leading to his drowning. The patient was using the omnipod system at the time of his death, but wife stated that the death was an accident and had nothing to do with the system.